Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and bupivacaine at unknown concentrations and dosages via an implantable pump. It was reported that the patient had been trying to get into another pain clinic and it had been 3.5 weeks with her pump being empty. The patient asked how long a pump could be empty before it was messed up. The patient stated that the last day she saw her healthcare provider (hcp) they sent dismissal letters saying that the office was closing/they were leaving town. The patient stated that she didn¿t want her pump damaged because she had a year left on it. There were no symptoms reported. There were no further complications reported or anticipated.